Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to rewind the insulin pump. The insulin pump alarmed battery out limit and failed battery test. The battery was out of the insulin pump greater than duration allowed. The infusion set had a bent cannula. Customer's blood glucose level was not reported. The device was not returned.